Manufacturer narrative:
Approximately 3 months postoperatively, patient reportedly developed hydronephrosis. Patient was asymptomatic but went to another hospital to seek a second opinion. No additional information has been provided. No radiographs have been received and the device remains in-situ. No further investigation can be completed at this time. Root cause has not been determined; however, this could possibly be related to a surgical tissue disruption or trauma during the surgery. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma, bursitis, dural leak, paralysis, death."

Event description:
On (B)(6) 2016 a patient underwent an olif surgery followed by fixation with a xlp lateral plate to treat adjacent segment disease after previous posterior fusion surgery. On (B)(6) 2017 the patient reportedly developed hydronephrosis. The patient was asymptomatic. No additional information has been provided.